Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined b3-date of event is estimated.

Event description:
It was reported the patient lost weight and started experiencing pain at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Stimulation was restored following the procedure.